Event description:
It was reported that the right ventricular lead exhibited increased capture thresholds and impedance. The lead was still functioning properly and the patient was asymptomatic. On (B)(6) 2017 the lead was capped and replaced. The surgery proceeded without any complication. Patient was stable.

Event description:
New information received stated that the right ventricular lead had a fracture.